Event description:
Patient underwent initial surgery for femoral lengthening with fully implantable intramedullary (im) lengthening rod without obvious complications. Im lengthening rod was tested at end of procedure to confirm proper functioning and worked appropriately, with intraoperative fluoroscopy images showing the proper functioning with separation of rod and bone as expected by 1mm. Patient instructed on use of device and was using device properly. At first follow up appointment, it was noted via x-rays that the im rod did not continue to lengthen at the appropriate rate and distance. Changes seen on x-ray were indicative that the nail was not functioning properly. Rather than moving distally, one of the internal screws was moving proximally inside the rod. The patient required another surgery to replace the malfunctioning im rod. The corrective surgery was performed 10-days later without complication.